Event description:
It was reported that the patient presented with failure to capture on a right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient condition was stable